Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od) in 2006. The patient reported within three days of having the surgery, she needed to have vent cleared to allow proper fluid movement through the eye. The icl remains implanted. The facility reported the patient had a post-op visit two months later, and the vault was good, the iop was 13 and the best-corrected visual acuity was 20/20 +3. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(Other; vent cleared to allow proper fluid movement).